Event description:
It was reported that a patient presented in-clinic, with complaints of discomfort. Upon examination with chest x-ray, the right atrial (ra) lead was found to have dislodged, resulting in extra cardiac stimulation. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.